Manufacturer narrative:
(B)(6). Arjo was made aware that there was an incident involving arjo maxi move floor lift and passive clip sling. The facility administrator stated that a left leg clip detached during lifting from a toilet. Following information collected, the patient was placed on a toilet with the 4 point unpadded sling. The sling remained attached to the maxi move spreader bar attachment points (lugs) during the whole toilet procedure. After its completion, the facility staff attempted to pull the patient away from the toilet when the reported detachment occurred. The patient slipped out of the sling, hit her head on the ground and sustained a contusion on a forehead. The resident was sent to the hospital and returned a day later. Arjo representative visited the customer facility after the event to perform the device inspection. No malfunction was found within maxi move lift or the sling. The arjo representative attached the sling clips on the spreader bar attachment lugs and a stable connection was observed. Customer suggested that the sling clip might have detached due to its improper attachment to the spreader bar lug. This would be in line with our product knowledge. Passive clip sling instructions for use (04.sc.00) guides through transferring procedure and informs the user how to attach the sling properly. ¿to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿slightly lift the resident to create tension in the sling.¿ ¿make sure that: all clips are securely attached.¿ to sum up, the maxi move floor lift in combination with clip sling was used as a system for transferring the resident and played a role in the reported event. There was no malfunction found with the lift nor the sling that could have contributed to the incident, however the sling clip detached during use and from that perspective system failed to meet its performance specification. The complaint was decided to be reportable to competent authorities due to the clip detachment during transfer.

Event description:
Arjo was made aware that there was an incident involving arjo maxi move floor lift and passive clip sling (maa2040m in size ll). The facility administrator stated that a left leg clip detached during lifting from a toilet. Following information collected, the patient was placed on a toilet with the 4 point unpadded sling. The sling remained attached to the maxi move spreader bar attachment points (lugs) during the whole toilet procedure. After its completion, the facility staff attempted to pull the patient away from the toilet when the reported detachment occurred. The patient slipped out of the sling, hit her head on the ground and sustained a contusion on a forehead. The patient was assessed in the ER (due to a blood thinners), observed 24 hours and sent home. No bleeding from the wound was found.

Manufacturer narrative:
Please note that this is a follow-up to the initial-final report sent on 2020-nov-06. Section a1 was changed and correct patient identifier was provided - tw (B)(4).